Event description:
This was a left-sided lead extraction procedure to remove two leads due to svc syndrome. Each of the leads was prepped with an lld-ez and an 11f tightrail mechanical dilator sheath was used to get through the highly calcified and fibrotic tissue to approximately 1 cm from the ra lead tip (sjm 1642t). The physician pulled gently on the tined atrial lead and it came loose from the atrial wall. Soon after, the patient¿s blood pressure declined. The CT surgeon immediately performed a sternotomy and discovered a laceration of the right atrial appendage. The injury was repaired successfully. The rv lead (sjm 1636t) was then extracted successfully with the tightrail sheath. This event is being attributed to the lld as it was the traction platform being used to pull the tined lead free from the atrial wall. The tightrail was not used in the area of the injury.

Manufacturer narrative:
It is unclear which lld was used to prep the lead that caused the injury.model,lot #, and udis of the llds used:518-067 flk15c06a, (B)(6) manufacture date: 03/06/2015, expiration date: 03/06/2017518-067 flk14l18a UDI: m20451806708013161119flk14l18a manufacture date: 11/15/2014, expiration date: 11/15/2016

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.